Event description:
It was reported to philips that the device fails the operational check. The bench technician evaluated the device. The device was not passing the functional check. It was found that there was reduced discharge energy. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the high voltage capacitor. A quote for the high voltage capacitor were given to customer.